Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with umbilical hernia and right inguinal hernia thereby underwent open repair with implant of modified kugel hernia patch (device 1). Per operative notes, ¿in the infraumbilical area, the umbilical hernia defect was noted. The hernia sac was reduced and fascial edges were approximated with sutures. The fascia was closed and secured with sutures. In the right groin region, a small indirect hernia sac and large direct hernia sac was dissected free from surrounding structures and modified kugel mesh (device 1) was placed through the internal ring. The inguinal floor was closed and secured to the pubic tubercle using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per operative notes, ¿from the prior umbilical hernia, the recurrent hernia and fascial defect was noted. In the infraumbilical area, the umbilical fascial defect was noted and sac was dissected away from the surrounding soft tissues. The fascial edges were closed and bard flat mesh (device 2) was placed in subfascial fashion and secured with sutures circumferentially. The fascia was closed and secured with sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent strangulated hernia thereby underwent open repair. Per operative notes, ¿an incarcerated and strangulated umbilical hernia with peritonitis and cellulitis was noted. The sac was separated from the tissues circumferentially and omentum was reduced. The ascites in the sac was taken down and adhesions of the fascia was lysed. Just inferior to the hernia sac at the umbilicus, a loop of small bowel adherent to the prior mesh (device 2) was dissected down. The strangulated omentum was resected and sac was reduced. The cellulitis, ischemic omentum with ascites and peritonitis were closed primarily with sutures and fascia was closed and reapproximated.¿ (B)(6) 2020 ¿ patient had recurrent incarcerated incisional hernia repair with new mesh, bilateral component separation; lysis of dense adhesions; fasciotomy of the posterior rectus sheath and contralateral posterior rectus sheath. (Note: there is no operative notes provided for this procedure in medical records. Hence, the mesh implanted during this procedure is unknown.)

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.